Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2123801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured in the patient and lost pressure during a peripheral interventional procedure using a retrograde approach. Hemostasis was achieved with manual compression for 20 minutes. No injury to the patient occurred. The product was removed intact. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The device was used in the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had severe tortuosity. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured and lost pressure during a peripheral interventional procedure using a retrograde approach. Hemostasis was achieved with manual compression for 20 minutes. No injury to the patient occurred. The product was removed intact. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The device was used in the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had severe tortuosity. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe and procedure sheath were not returned with the device. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 7 mm from the balloon neck was revealed. A product history record (phr) review of lot f2123801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 7 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. The IFU also states the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.